Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump was stuck in the rewind process and returned an error alarm. Customer's blood glucose level was 500 mg/dl at the time of the error alarm. Blood glucose level was 120 mg/dl at the time of the call. Caller also stated that the insulin pump counted down then returned another error alarm. No further information was provided.